Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on egm due to myopotential oversensing during a follow-up in clinic. The asymptomatic patient also had a merlin.net alert triggered on (B)(6) 2016. Programming changes were made.